Manufacturer narrative:
The catalog number and lot code have not been provided. The device was reported as an unknown exeter stem. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Manufacturer narrative:
Based on the provided information, the product reported in this investigation did not contribute to the event. The patient was revised for a fractured exeter stem and fractured ceramic head, there was allegation of failure against the trident liner which was unremarkable in appearance.

Event description:
It was reported by stryker sales rep that the nurse at (B)(6) reported a failed exeter stem. The sales rep reported that he has in his possesion a stem that snapped at the neck level, a head fractured in half and a liner. Update: the fracture happened inside the patient and the patient was brought back to hospital for a revision.

Event description:
It was reported by stryker sales rep that the nurse at (B)(6) orthopaedic centre, reported a failed exeter stem. The sales rep reported that he has in his possession a stem that snapped at the neck level, a head fractured in half and a liner.